Event description:
It was reported that during implantation, the anchor was fractured.

Manufacturer narrative:
One bioraptor knotless suture anchor assembly was returned for evaluation. A visual assessment of the device confirmed the reported complaint of breakage. The anchor has broken and only a small fragment of the proximal end of the anchor body and the grub screw were returned for evaluation. The grub screw is bent and missing a small piece. Due to the condition of the returned pieces a dimensional assessment is prohibitive. The condition of the anchor indicates excessive force was placed on it during insertion. Per the device IFU under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.